Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip to address pain and stiffness. On (B)(6) 2009, the patient had a right total hip replacement to address osteoarthritis. During the procedure the surgeon noted that radiographs noted that the broach had been through the posterolateral cortex. There was a bone defect but no obvious fracture, rather a rent created in the posterolateral femur just below the lesser trochanter. Cerclage wires were used and there was noted to be excellent fixation and stability. Depuy components were used during this procedure. On (B)(6) 2021, the patient had in aspiration of the right hip. On (B)(6) 2021, the patient had an irrigation and debridement, revision of right hip to address infection. The indications for surgery included pain, elevated inflammation markers, and growing staph aureus from culture. Depuy components were implanted during this procedure. On (B)(6) 2021, the patient had a previous I&d with revision of hip last week. The insert was revised. The patient is prescribed 6 weeks IV antibiotics followed by 3 months of orals. It is this clinician's opinion that the date of the second surgery listed would have been (B)(6) 2021, but it was listed as the same day as the previous surgery on the surgical record. Date of implantation: (B)(6) 2009, date of revision: (B)(6) 2021, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: a2 (dob). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Retracting the reported lot number (d4), UDI (d4), PMA/510k (g4) and manufacturing date (h4) in the initial medwatch.